Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the mobile view station (mvs) started creating an audible beeping noise immediately after being disconnected from the image acquisition system (ias). After about four minutes the mvs system powered down and was unable to power on when connected to a wall outlet. The system had been plugged in the night before and was only used in one case before issue occurred. They were not sure if the ias was left in lift mode or if the line power was on when plugged in. Issue outside of surgery. There was no patient present when this issue was identified. Onsite investigation was performed and the field engineer discovered blown fuses on the mvs board. Replacement of the fuses resolved the issue. No further issues were reported. Blown fuses were discarded by the site and will not be returned to manufacturer for analysis. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station (mvs) started creating an audible beeping noise immediately after being disconnected from the image acquisition system (ias). After about four minutes the mvs system powered down and was unable to power on when connected to a wall outlet. The system had been plugged in the night before and was only used in one case before issue occurred. They were not sure if the ias was left in lift mode or if the line power was on when plugged in. Issue outside of surgery. There was no patient present when this issue was identified.